Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotapro and rotawire were selected for use. During procedure, the rotation and maximum speed were both at 180,000 rpm. However, it was noted that the burr got stuck on the wire during removal. The burr and wire were removed together as a unit from the patient. The procedure was completed using the original devices. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotapro and rotawire were selected for use. During procedure, the rotation and maximum speed were both at 180,000 rpm. However, it was noted that the burr got stuck on the wire during removal. The burr and wire were removed together as a unit from the patient. The procedure was completed using the original devices. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination revealed that the device did not identify any damages or defects. Analysis was performed using the returned rotawire. During testing, the returned wire was removed with resistance present. The burr catheter was not stuck and was able to be removed. Reinsertion of the wire failed as there was resistance due to kinks present to the wire.